Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: can you please clarify what is meant by "the consultant misfired on vessel". Tore vessel as had to put tie on vessel, blamed clip. Was device jaw not holding or dropping clips? Not holding it was clip. Were clips forming properly? Yes after initial clip dispensed. They did after what shape? Formed close or formed open? Did device cut the vessel? Yes did a clip cut the vessel? Yes if yes, was there any bleeding? Yes not significant. If yes, how was the bleeding controlled? With suture tie. What amount of blood loss (mls) occurred? Minimal. Was a transfusion required? No. Was there any change to the procedure as a result of the event? Yes tie used but thereafter more clips. What is the current patient status? Patient fine, discharged.

Event description:
It was reported that at an unknown time for a gastrectomy procedure, the consultant misfired on vessel. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.